Manufacturer narrative:
The product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided following submission of this report with product evaluation information once it is available.

Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The returned irrotational cable and handle have slight discoloration and a bend is present at the distal end of the shrink tube. Solder is present on the distal end of the cable. The length of the returned handle and cable is 185.5 cm. The distal end of the cable appeared to have been cleanly broken. The device was returned with the detached metal tip inside of a stent. The returned stent presented with discoloration. For further evaluation of the break at the distal tip, a lab meeting with production leadership and corrective and preventive action (CAPA) was held. After comparison to an intact metal tip, it was concluded that the break occurred in the proximal smooth portion of the metal tip, indicating that the soldered joint did not fail. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use indicates the following: "once stent is securely connected to retriever, open elevator of endoscope and slowly pull stent and stent retriever out of channel making sure wire guide is left in place." Pulling too quickly on the stent with the stent receiver may damage the stent receiver. A corrective action has been initiated concerning device failure due to metal tip detachment. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use indicates the following: "once stent is securely connected to retriever, open elevator of endoscope and slowly pull stent and stent retriever out of channel making sure wire guide is left in place." Pulling too quickly on the stent with the stent receiver may damage the stent receiver. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a soehendra stent retriever. During procedure the thread detached from the casing of the device [subject of report], while retrieving the stent. Additional information was received on 03-november-2020 which states that the wire-guide was inserted into the lying cook cotton-leung biliary stent (clso-8.5-18) using an ercp catheter. The retriever was inserted over the wire and screwed into the stent. The thread loosened from the rest of the retriever-catheter. The threaded on the plastic-stent was then removed out of the bile duct with the forceps without any problems. The procedure was then ended. A section of the device initially detached but was removed with forceps and did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.